Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the patient side cart (psc) had an issue to manipulate the universal surgical manipulator (usm) 4 with the right master tool manipulator (mtm). The technical support engineer (tse) requested the site to perform a hard power cycle, and the issue persisted. The site replaced the drape on the usm 4 and the vessel sealer extend (vse) but the issue persisted. The site tried swapping the vse to usm 3 and the endoscope to usm 4 and utilizing usm 1 and 3 for the instruments without success. The site proceeded the procedure with 1 usm as much as they can and proceeded externally after. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to recreate the issues with the universal surgical manipulator (usm) 4. The fse replaced the usm 3 and 4, but the problem was not resolved. The fse noted that it felt as if the master tool manipulator (mtm) was locked up. When they pressed the emergency stop and recover, they were able to move the mtm again. Fse completed a test drive and found an issue with switching the usms 3 and 4. There were issues with the engagement pins on usm 4. Fse replaced the usm and the mtm but the issue with switching the arms persisted. Fse replaced the remote arm controller boards (racs) with no change. Fse found the right gimbal was defective on the replacement mtm. Fse replaced it again with a new one. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the da vinci products involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci products involved with this complaint to perform failure analysis (fa). The universal surgical manipulators (usms) were analyzed and the reported failure was confirmed via the error logs but it was not replicated in-house. In both usm 3 and 4, there were instrument recognition errors in the logs. The logs showed error 282 pointing to one of the tool presence pins and 31010 pointing to one of the sterile adapter pins. For usm 4, the logs also recorded error 31009 pointing to the tool presence pins and an error 22020 when using the mega suturecut and large needle drivers on the roll and grip axis. The two usms were tested on an in-house system where they passed normal mode with no related errors. The units were also tested on an in-house patient side cart fixture test platform (pftp) where they passed all tests with no related errors. There was no physical damage to the carriage, and the presence pins were not sticky/stuck. Additionally, the master tool manipulator (mtm) was analyzed and the reported failure was able to be reproduced during visual inspection.

Event description:
Refer to h10/h11 for follow-up information.